Event description:
Pt was dx with bladder prolapse and after reviewing surgical and non-surgical options for treatment, elected to have surgical mesh implant. Surgical record states that a desara sling was implanted as part of the procedure with no complications on (B)(6) 2014. Pt complained of urinary frequency and urgency post-op. Pt was found to have urinary retention and recommended to have a revision of the implant. The revision occurred on (B)(6) 2014 and surgeon noted the pt tolerated the procedure well. No further information on the event has been reported. No additional information was provided or received.